Manufacturer narrative:
Pt info has been requested but has not yet been received.

Event description:
It was reported that a telemetry pt had ventricular tachycardia (vtach) episodes and the central station did not alarm. Initial checkout of the device by a ge field engineer did not reveal a malfunction of the system. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.